Manufacturer narrative:
The actual devices were discarded after use and the customer has not been able to provide the lot number. Accordingly, it has not been possible to determine if the event was caused by a malfunction or a use error. The customer has now received retraining by radiometer. They have also received a new lot. They have no difficulties using safepico from this lot.

Event description:
According to the customer, they have over 3 weeks had 12 incidents where the safepico did not function as intended. It was very difficult to push out the inner tube of the safeguard to cover the needle, and in some cases the sample has been spilled in the attempt to push out the safeguard. The customer has previously been offered product training, but they refused as they could not find the time and did not find it necessary. The users wore gloves and did not have any direct contact with blood.